Event description:
The respiratory therapist reported that "she heard a high pitched alarm coming from the ventilator and she rushed to the room where they found the pt not breathing and the ventilator was in the process of rebooting. While bagging the pt, the ventilator restarted, resumed ventilation, and displayed the alarm message "cockpit restarted". They switched the pt to another ventilator". There was no pt injury reported.